Manufacturer narrative:
E1: (B)(6) b3: date of event is unknown. Additional information will be provided if available. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the endoscope reprocessor exhibited black debris within the disinfectant hose. The issue was identified during reprocessing and there were no reports of patient involvement.